Event description:
A customer reported the system shut down by itself. The case was aborted due to the system not accepting the cassette. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replicated the reported event of system would not accept cassette. The fluidic latch mechanism and the cassette ID printed circuit board (pcb) were replaced. The reported event of system shut down could not be replicated. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar report for this system. The root cause cannot be determined conclusively. (B)(4).